Manufacturer narrative:
Product analysis: the epg failed all incoming atrial measurement tests. The issue was attributed to a defective main printed circuit board (pcb). The lower display was missing one line, but this was not determined to affect device function. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department fora functional check and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.